Event description:
On 10may2023, an optometry shop in malaysia reported a patient (pt) in singapore felt discomfort, irritation and redness after 2 days of wearing an acuvue® oasys® for astigmatism brand contact lens (cl) in left eye (os) on (B)(6) 2023. The pt visited an eye doctor and was diagnosed with a "corneal infection" and was advised to stop wearing cls. The pt was advised by the doctor that the infection was caused by the cl. The pt was prescribed antibiotic eye drops (name, dosage and frequency of use is unknown).the pt¿s os has recovered (date unknown), but still has "a mild scarring on the cornea." On 11may2023, a call was placed to the reporting optometry shop. A representative at the optometry shop agreed to ask the pt to call johnson & johnson directly to provide additional medical information. On 18may2023, an additional call was placed to the reporting optometry shop. A representative advised no additional information is known. On 18may2023, an additional call was placed to the optometry shop and a voicemail was left requesting the optometry shop to reach out to the pt and request the pt to call johnson and johnson directly. To provide additional medical information. No additional medical information has been received after multiple attempts. No additional information is expected. The date of the pt¿s event is being recorded as on (B)(6) 2023 as the exact event date is unknown. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number l004szd was produced under normal conditions. The os suspect cl was discarded. No additional evaluation can be performed. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
H3 other text : suspect product was discarded.